Manufacturer narrative:
Additional information was received that the preuse checkout verifies the battery function. When unit switches to battery, it notifies the user. If battery is depleted, ventilation of the patient can continue in manual mode. Use error (battery not replaced per pm requirement. Therefore, there was no reportable malfunction.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation during pre-use checkout. There was no patient involvement.